Event description:
This colleague infusion device was found during baxter service to have failed the accuracy testing for underdelivery. No patient involvement, injury or medical intervention reported. No additional information provided at this time.